Event description:
New information received notes that the pacing impedance of the left ventricular (lv) lead had further decreased. No interventions or changes were performed; the lv lead will continue to be monitored. The patient remained in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular (lv) lead exhibited low pacing impedance below the lower limit and was also noted to be in high output mode. A sudden pacing impedance drop was also noted in the programmed lv vector. No interventions or changes were reported. The patient's condition was unknown.